Event description:
It was reported by the customer that when attempting to place the biosentry the hydrogel plug pusher got stuck inside the hub of the adapter and was not able to advance. No patient injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event to meet FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. The device in questions was returned for analysis, and the customer's complaint could not be confirmed, therefore the root cause could not be determined. Nonconformances of this nature are monitored by the operation team.